Manufacturer narrative:
It was reported that they attempted to deploy the device but the stent wouldn't advance out of the catheter and into patient. The handle mechanism is broken and had separated from the device. It was confirmed from the device history record that device had been manufactured with no significant issue and passed all the inspections successfully. However, it is hard to exactly analysis because the device was not returned yet. Investigation will be conducted once device is returned and we will send follow-up report accordingly.

Event description:
They attempted to deploy the device but the stent wouldn't advance out of the catheter and into patient. The handle mechanism is broken and had separated from the device.

Manufacturer narrative:
It was reported that they attempted to deploy the device but the stent wouldn't advance out of the catheter and into patient. The handle mechanism is broken and had separated from the device. As a result of analysis of returned device, outer sheath was detached and stent was partially deployed. There are curves on stent loaded part, and it has been deployed using the hand, holding the tip, and pulled out by force. In the inner sheath, the curve was observed, but, the notable kinked marks were not. It was confirmed from the device history record that device had been manufactured with no significant issue and passed all the inspections successfully. Resistance can be felt due to pressure generated by patient's lesion during deployment. It can cause deployment failure if deployment is tried by force in this situation since outer sheath can be stretched and detached. However, it is hard to identify the exact root cause since it is hard to reconstruct the situation at the time of procedure. Based on the detached outer sheath and curve on the stent loaded part, it is considered that delivery system was pressured due to patient's lesion during procedure and deployment was tried in that situation. It was hard to deploy due to pressure/curved sheath, in which was concentrated the force, and the strong resistance occurred and the outer sheath was detached in the end, resulted in deployment failure. This complaint is assumed that it was malfunction for device due to pressure of patient's lesion, there will be continued to monitor the same or similar customer complaints.

Event description:
They attempted to deploy the device but the stent wouldn't advance out of the catheter and into patient. The handle mechanism is broken and had separated from the device.